Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while pre-operative for a spinal fusion, the imaging system was unable to complete initialization. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: system software was analyzed. Analysis found there was nothing wrong with the software but was indeed a hardware problem. The software investigation found that the reported event was related to a hardware issue. There was no problem with the software and the cable on the handswitch needed to be insulated. The insulation was insulated and the system passed system checkout and the system is fully functional.